Event description:
Report received from (B)(6) stating that the foot control's switch to change direction was damaged. The device was not being used during surgery. It is unknown if there was patient/user injury or medical intervention. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).